Event description:
Reportedly, during the procedure dr. Was using the device which failed to deploy a clip to an artery on the first clip applicaton. On the second attempt, the clip fell off the artery causing minimal increase in bleeding. A second clip applier was used to control the application site.